Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found with the helix retracted upon x-ray review. Pacing threshold and sensing measurements were within normal limits and largely unchanged since implant. It was also noted that the lead exhibited high out-of-range pace impedance measurements of 2,700 ohms during implant as measured via pacing system analyzer (psa). As sensing and threshold measurements were acceptable the physician elected to leave the lead implanted anticipating the impedance value would decrease in the following days. Boston scientific technical services (ts) discussed potential concerns related to the retracted helix and provided suggestions for additional evaluation. The following day a revision procedure was performed at which time the physician repositioned the lead but continued to observed out-of-range impedance measurements. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported. The lead was inadvertently discarded following conclusion of the procedure and hence will not be returned.

Manufacturer narrative:
.

Event description:
.